Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, it was reported the tubing set leaked "around the filter area". The homecare pt notified the user facility. The pt stopped the infusion and disconnected the tubing set. The homecare nurse came to the pt's home the next day and the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device was discarded. One sealed device was received and evaluated. The device passed testing. No leakage was noted.